Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for greater than 25 colony forming unit (cfu) of staphylococcus warneri and staphylococcus pasteuri. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The scope distal end tested positive for one (1) colony forming unit of bacillus spp. Mésophiles. All channels tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During manual cleaning, the customer used alkazyme detergent with asept inmed neoclean brush to brush the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. The customer reported that the scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored horizontally in a cabinet without drying function and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer suspected device was returned for investigation. Upon evaluation of the returned device there was no damage or issue found with the returned device. The device was returned to the user facility without any repairs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.